Event description:
The nurse didn't notice any difficulties during insertion. When she went to attach something to the adapter, the tubing and adapter fell apart like it had been cut. She said, that there was blood exposure, but no exposure to a mucous membrane. No harm to the patient.

Manufacturer narrative:
The sample was received on 07 may 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.